Manufacturer narrative:
Per the regulator device contract manufacturer evaluation, a check of the batch production record for the reported lot number determined that there were no unusual manufacturing issues. A check of the complaint records determined that there were nine (9) other complaints against the reported lot. Complaints for regulators with low flow or no flow showed nineteen (19) complaints since january 2012. There was no sample provided for evaluation and no further information obtained from this customer. With no additional, related information provided, the customers reported event cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A regulator was not returned for evaluation. A review of complaints for the last 12 months did not indicate any related report for this regulator for the reported lot number. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A sterile processing supervisor reported that an ophthalmic gas dispensing regulator would not dispense gas during a descemet membrane endothelial keratoplasty (dmek) surgery. An alternate regulator was obtained in order to dispense gas and complete the procedure. There was no harm to the patient. Additional information has been requested.